Manufacturer narrative:
(B)(4); device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of these lots. Additional information was requested and the following was obtained: how long was the procedure prolonged? 5 to 10min. Was there any patient consequence as a result of the procedure being prolonged? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What is the current patient status? Patient is doing fine. The surgeon stapled/sealed the bronchus with a like device.

Event description:
It was reported that during a vats lobectomy procedure, there was a problem with the device. The device was opened, it stapled, but made a "crunch" noise. Staples were applied and tissue was cut. Some staples did not form completely; there was an air leak on the bronchus. The surgeon then used another type of device to finish the case. It is unknown how long the procedure was delayed. The facility will not release the devices for evaluation.

Manufacturer narrative:
(B)(4). Batch # m5471l the analysis results found that the ats45 device (l) was received in good visual condition and with a tr45g cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.